Manufacturer narrative:
The analyzer was returned. Roche received complaints alleging invalid and/or false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas sars-cov-2 & influenza a/b script to better detect abnormal pcr curves has been launched. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: (B)(4), catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (B)(4). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the united states returned a cobas liat analyzer. The data was reviewed and it was found that 13 false positive (one sars-cov-2, one sars-cov-2, flu a, flu b and 11 flu b) results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10304x, expiration date 28february2022; serial number (B)(4)). Customer is unable to advise whether or not the sample that generated false sars-cov-2 results was recollected or result was questioned by the medical staff. This result was reported to medical staff. Customer confirmed that it is the customer's policy not to report any results that are dual or triple positive results for sars-cov-2, flu a, and/or flu b without retesting with another liat or another platform. The results were not reported to medical staff. Customer confirmed that all samples that generated flu b results were retested on another liat or another platform and generated negative results. The results were not reported to medical staff. No harm was alleged. 13 mdrs are being submitted.